Event description:
Several assays giving zero results. The following examples were provided: patient 1 initial glucose result 0 mg/dl, same sample repeated with a value in the one hundreds. Patient 2 initial magnesium result 0 mg/dl, repeated with a normal value. Patient 3 initial uric acid result 0 mg/dl, repeated with normal value. Patient 4 initial creatinine result 0 mg/dl, repeated with a normal value. The initial results were not reported. The field service representative determined there was problem with the reagent probe. The instrument was repaired.